Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the buttons were unresponsive approximately once a day and the time changed. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that pressing the menu button took them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer stated that there was a response from the middle button. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that the block mode was inactive. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer stated that the buttons were responding now. It was reported that the insulin pump again had a hardware low level failures alarm during the self test. The customer was able to clear the alarm and complete the insulin pump rewind. The insulin pump also pass the second self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.